Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals and noise. Lead fracture was suspected. The lead was capped and replaced. During that procedure it was noted that the outer insulation was peeling off the left ventricular lead after extensive electrocautery was done around the lead. The lead's sensing, impedance, and threshold were not affected so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2005. (B)(4).